Manufacturer narrative:
Concomitant medical products: product ID: 9735131, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was being used for a sacroiliac and thoracolumbar procedure. It was reported that during a case, they were unable to track the small passive reference frame. They covered each sphere and found that one sphere was increasing the geometry error causing it not to be recognized. They decided to remove the sphere and continue with the case. Upon further inspection, they believed that the post was bent. There was no reported delay and no impact to patient outcome.